Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Afzal, m. R., d. Mehta, et al. (2018). "Perioperative management of oral anticoagulation in patients undergoing implantation of subcutaneous implantable cardioverterdefibrillator." Heart rhythm 15(4): 520-523. (B)(6).

Event description:
Boston scientific received information from a journal article titled "perioperative management of oral anticoagulation in patients undergoing implantation of subcutaneous implantable cardioverter-defibrillator (s-ICD) device and electrode. The purpose of this study was to assess whether it is safe to perform s-ICD implantation with uninterrupted warfarin. Patients implanted with sicds in this center were divided into two groups: those whose warfarin therapy was continued prior to the procedure, and those who were not given warfarin. One-hundred thirty-seven (137) patients were implanted between october 1, 2012 and june 30, 2017. Twenty-four (24) patients were in the warfarin group and 113 patients were in the non-warfarin group. The incidence of clinically significant lateral pocket hematoma was compared in the two groups. Eight patients developed hematoma at the lateral pocket. No patient developed a hematoma at the parasternal pockets. Six patients in the warfarin group and two in the non-warfarin group developed a significant lateral pocket hematoma. None of the patients with a hematoma developed infection or required hematoma evacuation. In conclusion, uninterrupted warfarin in the perioperative period during s-ICD implantation was associated with an increased risk of significant lateral pocket hematoma that resulted in prolonged hospitalization stay.